Manufacturer narrative:
Date of event is estimated. Date of explant is unknown. During processing of this complaint, attempts were made to obtain complete patient and event information. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 3006705815-2020-31297. It was reported that patient scs system was explanted for unknown reason on an unknown date.

Manufacturer narrative:
Follow up identified that this product should not have been reported because there were no alleged deficiencies with the product.